Event description:
Glucometer failed to correctly identify hypoglycemia in a diabetic patient. The machine read a normal reading x's 2. Hospital lab values show a severely hypoglycemic reading. FDA safety report ID# (B)(4).